Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation, chest pain, shortness of breath". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain and shortness of breath are directly related to the filter.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein.

Manufacturer narrative:
Additional information: investigation: the additional information that the patient received an implant on (B)(6) 2009 via the right femoral vein does not change the investigation. No additional investigation activities are required at this time. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(4) 2017, review of abdominal/pelvic CT reports, "positive for cava/ penetration. No coronal nor sagittal images have been obtained. I cannot definitely identify the superior nor inferior limit of the caval filter. There is perforation of the cava. Two of the prongs extend 4 mm through the cava. Again, no coronal nor sagittal images have been obtained. The caval filter appears to be within the mid portion of the cava, but please note no sagittal nor coronal images have been obtained on the CT scan of (B)(6) 2017." Dated (B)(4) 2017, abdominal/pelvic CT reports, "inferior vena cava filter with four prongs outside the inferior vena cava, max penetration posteriorly approximately 5mm. The caval filter is tilted approx. 8 degrees superior to anterior to posterior to inferior on sagittal image."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/04/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2009 due to upcoming hip surgery, high risk for dvt and pe, contraindications to anticoagulation, mva. Plaintiff alleges attempted retrieval on (B)(6) 2010. Plaintiff is alleging tilt, vena cava perforation, chest pain, shortness of breath.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the [pt] received a gunther tulip filter on (B)(6) 2004 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.